Event description:
Pt's IV was heplocked. Rn went to flush IV site with normal saline thru the IV hub and it was defective. Rn had to change IV hub out, thankfully, saving the IV site so no new IV site needed to be ordered. Pt on IV antibiotics and needed IV access for this medication.